Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/ davol ventrio patch on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventrio patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio patch on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventrio patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated ventral incisional hernia with bowel obstruction thereby underwent open repair with implant of ventrio mesh. Per operative notes, ¿after the lysis of adhesions, the hernia sac with incarcerated bowel was identified and removed. A ventrio mesh was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with excision of ventrio mesh and implant of synthetic mesh. Per operative notes, ¿the dense adhesions between old mesh and small bowel were lysed. The old mesh folded on itself was dissected free and removed. The hernia defect was identified and reduced. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.